Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect-short shots was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode molding defect-short shots. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) cap was damaged. The cap appeared to be missing a piece of the plastic closure. There was no health impact or consequence reported.